Event description:
On (B) (6) , 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient does not recall the date and time when the alleged issue began. In addition to oral medication, the patient stated she also manages her diabetes with diet and/or exercise. After the product issue began, the patient indicated she continued with her usual diabetes regimen of 100 mg of januvia and 100 mg of metformin. It is not known if the patient tested with another device after the reported issue began. As a result of the reported meter issue, the patient claimed she felt shaky, possibly one month after the alleged issue began. The patient denied receiving any treatment in consequence to the reported issue.at the time of troubleshooting, the cca verified that the subject meter did not turn on with the power button and /or test strip. Replacement products were sent to the patient.based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Event description:
Device issue: dislodged stent. Time of device issue: unk. Adverse event: none. It was reported that the promus stent came off the delivery system balloon. It was unk when this occurred; however, there were no reported pt effects. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.